Event description:
A pt (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt has not had any previous coaptite treatments. The pt was injected on (B)(6) 2010 with 2.0 ml of coaptite (lot 1015701). On (B)(6) 2010 the pt was injected with 2.0 ml of coaptite (lots 1016314 and 1015701). On (B)(6) 2011 the pt was diagnosed with a urinary tract infection (uti). The pt was prescribed cipro 500 mg b.i.d. For 7 days. On (B)(6) 2011 the uti was resolved.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. Add'l lot numbers of coaptite injected into the pt: 1016314 exp date: 11/2012, MFR date: 11/2009, date injected: (B)(6) 2010; 1015701 exp date: 10/2012, MFR date: 1/2010, date injected: (B)(6) 2010. The physician determined the uti to be mild and that it was probably not related to the coaptite. The device history record for the reported lot numbers was reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.